Manufacturer narrative:
H4: the lot was manufactured from october 24, 2020 - october 26, 2020. One (1) device was received for evaluation. Unaided visual and magnified inspection was performed which observed a tear/hole at the lower left side in front of the bag. Functional testing was performed with tap water which revealed a leak from the tear/hole. The reported condition was verified for the returned device. The cause of the tear/hole could not be determined. The second device was not returned; therefore a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the top right of the bags where they are normally hung. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.